Manufacturer narrative:
The shower trolley was last serviced on july 12, 2007. The only remark was that the plastic protection was missing on the gate. During inspection of the trolley after the event, the serviceman found the bolt/nut at the head end of the bar folding the platforms unthreaded. This screw is to hold the platform in a fixed, horizontal position. According to the report from the third party who is servicing the trolley, their technician has not been checking this screw/nut at inspection. The customer has, after this event introduced routines to always check this detail at the inspection of the shower trollies. The manufacturer concludes the root cause of the event is due to the bolt coming loose. The operating and maintenance instructions, under the section for preventive maintenance, instructs that personnel are to weekly check that all screws and nuts are tightened and there are no gaps. The manufacturer recommends retraining of the customer, especially in accordance with the requirements of the operating and maintenance instructions. The bolt has been tightened and all other bolts have been checked.

Event description:
The facility reports the resident was being transferred from the bed to the shower room with the shower trolley. The staff pulled the resident over from the bed to the trolley using a sheet. The resident was laying halfway on the trolley, mostly on the platform's left side. The platform started tilting down towards the left side and the resident started to slide off the trolley. The staff standing on the left side quickly grabbed the resident, bending her knee so the resident would be lying over her leg, but the resident continues sliding down towards the floor. The staff also managed to protect the resident's head to reduce the fall to the floor. The resident sustained bruises and a laceration. The resident also complained of pain in the right hip. The resident was examined by a doctor and x-rays were taken, but no fractures have been found. (B) (4).